Event description:
I have acquired a constant cough and throat irritation for the last few years. I have used a CPAP (continuous positive airway pressure) device for many years to help with my sleep apnea and stage 4 lung cancer but didn't acquire the cough till after utilizing the soclean2 for cleaning my device. I will be reverting back to cleaning my CPAP by hand and not use the soclean2 if this is unhealthy for me as I don't really need any more breathing issues. CPAP (continuous positive airway pressure).